Event description:
It was reported that a flo-gard solution administration set had a leak coming from the distal end that appeared to be melted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the reporter stated that the event happened in (B)(6) 2015. The device was returned for evaluation. Visual inspection revealed that the tubing of the set was sealed by the packaging machine. The reported condition was verified. The cause was attributed to the set being sealed by the packaging machine. Should additional relevant information become available, a supplemental report will be submitted.